Event description:
It was reported that the table was lowered and an attachment allegedly fell off during a procedure. There was no report of an injury to the patient or a delay in surgery.

Manufacturer narrative:
A berchtold service tech evaluated the table and found a loose side rail. The tech secured the side rail to repair the issue.